Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Device interrogation revealed, the right atrial lead exhibited failure to capture. The physician explanted and replaced the lead on (B)(6) 2021. The patient was stable before, during and after the procedure.